Event description:
Clinical study. It was reported that 1314 days after a coronary artery drug-eluting stenting treatment procedure, the patient expired. The index procedure treated 1 target lesion located in the mid right coronary artery with 70% stenosis, a length of 12mm and a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.5 x 16mm express2 bare metal stent with 0% residual stenosis. A non-target lesion in the proximal cx (cass site 18) was treated with direct stenting using a 2.25 x 13mm multi link pixel stent resulting in 0% residual stenosis. The patient was discharged 2 days post-index procedure on asa and plavix. Attempts to reach the patient for the 4-year follow up visit were unsuccessful. The sponsor-provided patient locator service confirmed that the patient died 1314 days post-index procedure. Of note, the patient was last contacted for the 3-year follow up in 2005. The patient was alive and well at that time and there were no reported events. Attempts to contact family members were unsuccessful. No further information is available regarding this event. In the opinion of the physician the: "relationship to index procedure: unk. Relationship to study stent: unk. Relationship to prior co-morbid condition: unk. Relationship to non-target vessel: unk."

Manufacturer narrative:
Device evaluation: a unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 4426271 found that the device met its material, assembly and product specifications, at the time of release to distribution.